Manufacturer narrative:
The underlying cause of the incident appears to be user error. The MRI technologist was in error when he incorrectly instructed the respiratory therapist that it was safe to bring the mr-unsafe ventilator into the diagnostic room where the magnet was located. Although the MRI technologist is trained on mr safety, he did not take sufficient time to thoroughly think his instructions through.

Event description:
On (B)(6) 2016, a respiratory therapist brought a large ventilator into the diagnostic room in prep for a patient. This unit is normally not used in the imris suite but the respiratory therapist had been incorrectly instructed by an MRI technologist that this particular unit was used in the imris suite. The unit was brought around to the back of the magnet instead of the front side, and it was subsequently pulled into the bore of the magnet. There was no patient in the room and there were no injuries to any staff people. The collision detection ring at the bore of the magnet sustained damage and shall be replaced. The magnet was ramped down and the ventilator was removed from the bore of the magnet.